Event description:
It was reported that the patient's tracheotomy tube was replaced as it was found that there was no pressure on the outer balloon of the patient's suction tracheotomy tube. Per reporter, the original tracheotomy was checked and found to be air leaking from the side wall of the balloon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. If the product is returned, this complaint will be reopened for further investigation.

Event description:
There was patient involvement and no patient harm/adverse event reported.